Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of incisional hernia with mesh. The patient had a revision surgery. The patient had an open abdominal wall exploration with excisional debridement of skin, subcutaneous fat and exposed mesh. The mesh was removed.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced had recurrence, infection, migration, granulomas, a chronic nonhealing process, open abdominal wound from wound dehiscence with exposed nonincorporated mesh. Post-operative patient treatment included an open abdominal wall exploration with excisional debridement of skin, subcutaneous fat and exposed mesh, mesh was removed, creating of skin flaps, reapplication of wound vac, and irrigation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced had recurrence, infection, migration, granulomas and a chronic nonhealing process, and open wound. Post-operative patient treatment included an open abdominal wall exploration with excisional debridement of skin, subcutaneous fat and exposed mesh, mesh was removed, creating of skin flaps, reapplication of wound vac, and irrigation.